Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that a patient had expired when they were connected to the device. According to the customer, the device was giving a no sensor message. The customer would like to have the trend data downloaded from the device from (B)(6).